Event description:
During the procedure, there was a sideport of the sheath detached. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of a detached sideport was confirmed. The extension tubing had detached from the sideport of the hemostasis body due to a weakened bond. Changes have been initiated to prevent similar sideport events.